Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], chronic fatigue, adenomyosis, haemorrhagic periods (heavy menstrual bleeding), migraines, hot flashes, chronic vulvodynia, monoclonal gammopathy, chronic bronchitis. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("haemorrhagic periods"), migraine ("migraines"), hot flush ("hot flashes"), vulvovaginal pain ("chronic vulvodynia") and bronchitis chronic ("chronic bronchitis.") And was found to have monoclonal gammopathy ("monoclonal gammopathy"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to fatigue, pelvic pain, adenomyosis, heavy menstrual bleeding, migraine, hot flush, vulvovaginal pain, monoclonal gammopathy or bronchitis chronic. The reporter commented: insertion of 2 essure coils (on the right, 4 turns of the coil intra-cavitary and on the left, 3 turns of the coil intra-cavitary) for permanent tubal sterilization done on (B)(6) 2012 by dr without any warning about side effects, nor tests carried out related to a nickel allergy. No implant card or batch number was provided. Essure implants were withdrawn from sale in 2017 and there was no recall to the female patient for removal or information about harmful side effects. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Chronic fatigue [chronic fatigue]. Adenomyosis [adenomyosis]. Haemorrhagic periods [heavy menstrual bleeding]. Migraines [migraine]. Hot flashes [hot flashes]. Chronic vulvodynia [vulvodynia]. Monoclonal gammopathy [monoclonal gammopathy]. Chronic bronchitis. [Chronic bronchitis]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 07-apr-2026. The most recent information was received on 16-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("haemorrhagic periods"), migraine ("migraines"), hot flush ("hot flashes"), vulvovaginal pain ("chronic vulvodynia") and bronchitis chronic ("chronic bronchitis.") And was found to have monoclonal gammopathy ("monoclonal gammopathy"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to fatigue, pelvic pain, adenomyosis, heavy menstrual bleeding, migraine, hot flush, vulvovaginal pain, monoclonal gammopathy or bronchitis chronic. The reporter commented: insertion of 2 essure coils (on the right, 4 turns of the coil intra-cavitary and on the left, 3 turns of the coil intra-cavitary) for permanent tubal sterilization done on (B)(6) 2012 by dr without any warning about side effects, nor tests carried out related to a nickel allergy. No implant card or batch number was provided. Essure implants were withdrawn from sale in 2017 and there was no recall to the female patient for removal or information about harmful side effects. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.